Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and ketones in the body. Customer also had urine infection and cheek infection. Customer¿s blood glucose level was 18 mmol/l to 20 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature. Customer was treated high blood glucose event with insulin drip and antibiotic. The insulin pump will not be returned for analysis.